Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier full number is (B)(6). An evaluation is in process.

Event description:
The customer observed a falsely elevated ca 19-9 result generated with architect ca 19-9 xr reagents. The following data was provided (u/ml). (B)(6) tested on (B)(6) 2016: initial 175.64, repeated 3.78, 3.75, 4.80. Other methods, lumipulse presto and fujirebio cleia, showed result 12. No impact to patient management was reported.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified. Conclusion code was corrected.